Event description:
During an implant procedure for an evoke spinal cord stimulation (scs) system, the patient experienced respiratory arrest. The patient¿s position was changed to supine to clear the patient¿s airway. The patient¿s respiration was restored and the procedure was completed. The patient is confirmed to be recovering following this event. A healthcare professional advised that the patient had suffered bronchitis two (2) weeks prior to the implant procedure.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Manufacturer narrative:
The evoke scs system remains implanted. The event took place during the implant procedure and evoke scs system had not been activated at the time of the event. The patient had suffered from bronchitis prior to the implant procedure which may have contributed to the reported event. The patient is confirmed to be recovering following this event.